Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the manufacturer's representative was on the way to a case where they wanted him to silence the pump alarm. The manufacturer's representative was not familiar with the patient or the case. The drug in the pump was unknown. Three days following the initial report date, it was reported that the patient cancelled the appointment to meet with the device manufacturer representative. It was to be rescheduled but there was not date set yet. It was later reported the device manufacturer representative hadn¿t heard from the patient since the appointment, where the patient was a no show. The representative thought that the pump was drained and replaced but they weren¿t sure and did not have a date of the replacement. No further information was provided. Additional information has been requested, but was not available as of the date of this report.